Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and functional testing, each being connected to a holder, and no issues were observed relating to holder separation as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode holder separation. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® precisionglide¿ multiple sample needle the needle and holder separated/spun out. This event occurred 2 times. Patient 1 of 2. The following information was provided by the initial reporter. The customer stated: "I would like to report 2 incidents today of the needle twisting off whilst still in patients arm in my 0945 at 1000 patients for phlebotomy. The needle came off and I had to remove it and retry phlebotomy attempt with separate needle. The needles which had come loose also would not refit back into safety guard so there was a significant safety risk for a needlestick injury.".